Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast surgery with an unspecified saline mentor breast implant and experienced deflation on the left side post-operational. As a result, the patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile breast implants, catalog number 3501660, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.

Manufacturer narrative:
On 9/25/2019, the product investigation was completed. Device investigation summary: one 250cc implant was received. During evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 0.7 cm, located at the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).